Event description:
It was reported that after the completion of a right transcarotid artery revascularization (tcar) procedure, the patient experienced blurred vision in the right eye. Imaging revealed infarcts in the occipital region. The patient was put on brillinta, and subsequently had hypertension, headache and nausea. The patient's symptoms have completely resolved. A p2y12 test was performed and the results indicated that the patient was sensitive to medication. At this time, it is unknown if the reported event is related to procedural issues, or is a silk road medical device failure, hence, the event will be reported out of abundance of caution.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unknown if the reported event is related to procedural issues or is a silk road medical device failure, hence, the event will be reported out of abundance of caution. Silk road medical will continue to monitor for occurrences of similar events. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.